Manufacturer narrative:
Product complaint # (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that instruments were broken upon inspection. Attune rev tibial prep tower was bent, and did not slide in base plate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: it was reported, that instrument were broken upon inspection. Attune rev tibial prep tower was bent and did not slide in base plate. The angle drill did not turn and also stuck. The turn knob of the attune femoral introducer was broken. Modular head ball remover had a knick on end and had trouble attaching at times. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed, that attune rev tibial prep tower has one of the connection pins bent sideways. A functional test was not performed, since the mating device was not returned for evaluation. However, based on the damage of the connection pin, it is reasonable that the observed, condition prevents the attune rev tibial prep tower from assembling its mating device as intended. The observed, condition of the device was consistent with a random component failure that may have been caused by exposure to unintended and excessive forces such as prying motion, while the disassembling process of the device. The overall complaint was confirmed. As the observed, condition of the attune rev tibial prep tower would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. And it has been determined, that no corrective and/or preventative action is proposed. There is no indication, that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4).